Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 with a high blood glucose level of 600 mg/dl. The customer's blood glucose dropped to 44 mg/dl at the time of admission to the hospital. The caller stated that the sets were removed and found that the cannulas were bent. The caller also stated that the sensor displayed wrong readings of sensor and blood glucose levels. The caller stated that very little basal delivery was getting through the tubing. The caller was advised to change the sets.